Event description:
Firefighters/emergency medical technicians responded to a person, condition unknown. The device was connected to the pt, but according to the rptr, the device display would intermittently blank. A backup device was used and no adverse effects to the pt were reported as a result of the alleged malfunction.